Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2025, without any indication, resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.